Manufacturer narrative:
Process of collecting and analyzing information is ongoing. Additional information will be provided upon investigation conclusion. The device is distributed outside the us and no gudid information exists.

Event description:
It was reported that staff were transferring the resident into the carendo shower chair using the maxi move passive lift. The staff approached the carendo from the side of the chair while the resident was still attached to the lift, and the maxi move tipped over. The maxi move lift apparently struck the resident, but no injuries were reported and no medical follow-up was required. One staff member reported discomfort in the left shoulder following the incident, but no medical follow-up was completed.

Manufacturer narrative:
The facility reported that two devices with serial numbers (B)(6) were present at the location. It could not be confirmed which specific device was involved in the event. Process of collecting and analyzing information is ongoing. Additional information will be provided upon investigation conclusion.